Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated that he noticed that the heater line was leaking near the cassette door. There were no alarms. The hp requested assistance to end therapy so that he could start over with new supplies. The technical service representative assisted as requested. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that he did not note anything unusual about the supplies that may have caused the leak. He stores the cassettes within his home. There were no samples available, but he provided the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was unavailable, therefore no evaluation could be performed.